Event description:
The customer reported there were air bubbles in the reservoir of the infusion pump. Her blood glucose was 327 mg/dl, which she treated with a syringe. The customer believes the insulin pump caused the issue. The customer stated the insulin pump was not rewound with the reservoir in place. The customer stated she had changed the reservoir and tubing already. The patient's insulin had reportedly been stored at room temperature. The customer stated air bubbles persisted after a set change. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).